Event description:
It was reported that 8mm monopolar curved scissors (mcs) instrument had a frayed cable. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified during central processing. There was no patient injury and no procedure delay. No fragment fell into the patient's body.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end.